Manufacturer narrative:
The device was not returned to zoll medical corporation, instead the device activity log was returned. The malfunction was observed during review of the device's activity log. Evaluation does show evidence of the reported event. A zoll representative recommended the device software be upgraded. After the software was upgraded the malfunction could not be duplicated. The device was placed back into service. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device reboot power inappropriately. Complainant did not indicate that there was any patient involvement in the reported malfunction.